Event description:
It was reported that after completion of a transcarotid artery revascularization (tcar) procedure, computed tomography angiography (cta) revealed occlusion from the middle of the stent to the internal carotid artery. Additional information obtained on (B)(6) 2023 indicated that a stent thrombectomy was performed. No further complications were reported. At this time, it is unknown if the reported failure is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis as the device remains implanted. At this time, it is unknown if the reported failure is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends and a supplemental MDR will be submitted if additional information is received.